Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a low speed advisory alarm. The patient had elevated power and reduced flow rates. Of note, the patient has been off anticoagulation for some time. There was no damage seen on the patient's driveline and the patient had not gained weight. The patient's lactate dehydrogenase (ldh) level was 228. A review of the log files revealed multiple pulsatility index (pi) events on (B)(6) 2022- (B)(6) 2022. On (B)(6) 2022, a few speed reduction events where the recorded actual speed was below the low speed limit setting. These events were brief, lasting ~ 2 seconds. Possible causes for this event could be high current events or short-to-shield events. Additional information revealed that the elevated power, decreased pi value, and speed reduction occurred while the patient was on batteries as well as when they were on an ac power source. Additional information revealed that the patient was admitted on (B)(6) 2022 where they were started on high dose heparin IV, full dose aspirin, and warfarin was resumed. The patient had an echocardiogram with ramp study on (B)(6) 2022, during which the speed increased to 11,200 - at 10,000 rpm their aortic valve (av) was opening every beat, left ventricular end diastolic diameter (lvedd) was 5.5, they had mild aortic insufficiency(ai), mild (mitral regurgitation) mr, and mild tricuspid regurgitation (tr). The patient's right ventricle (rv) was okay with a tricuspid annular plane systolic excursion (tapse) of 12, inflow velocity 38/14, ramped to 11,200 and their av was opening less wide occasionally closing. The pump speed was left at 11,200 rpm. The patient experienced worsening abdominal pain over a period of 2 weeks. They presented to emergency department (ed) for this and further assessment revealed elevated powers on vad interrogation and elevated ldh as well as anemia and hemolysis. On (B)(6) 2022, the patient became hypoxic & with altered mental status. A CT of the head revealed scattered subarachnoid hemorrhage (sah) in the right frontal & parietal lobes. End organ function continued to deteriorate. Palliative care was consulted and withdrawal of support took place on (B)(6) 2022.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome 3261. Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the suspected pump thrombosis, elevated lactate dehydrogenase (ldh), regurgitation, multi-organ failure, and patient death could not conclusively be determined through this evaluation. The suspected thrombosis could not be confirmed through this evaluation as no images were submitted and no product was returned. The evaluation of the submitted log file confirmed power elevations and low speed events. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with pump thrombosis, however, a specific cause for these events cannot be conclusively determined. The submitted log file contained data spanning from on (B)(6) 2022 12:02:30 through on (B)(6) 2022 09:18:03, per the timestamp. Pump power was elevated throughout the entire file, reaching as high as 20 watts on (B)(6) 2022 at 21:57:55. Nine low speed events were captured on (B)(6) 2022 between 20:13:37 and 23:05:57, and the pump speed dropped to as low as 2270 rpms. No other atypical events were captured. No product was received for investigation. The heartmate ii lvas IFU, rev. C, lists bleeding, device thrombosis, stroke, various forms of organ failure, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The patient care and management section provides information on anticoagulation, including recommended inr values. This section also outlines indications of pump thrombosis, as well as how to respond to such events. Lastly, this document states that moderate to severe aortic insufficiency must be corrected at the time of device implant. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 01nov2019. No further information was provided. The manufacturer is closing the file on this event.